Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an issue related to a CPAP device's sound abatement foam and alleged visualization of particles.there was no report of serious or permanent patient harm or injury additional information added alleging the patient have lung cancer with metastatic to bone and subsequent chemotherapy and radiation treatment.the patient also alleged having current conditions like extreme shortness of breath, fatigue, coughing, anxiety, pain in bones, arthritis, constant nausea, feeling of constant doom.